Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose reading issue was reported with the use of the abbott diabetes care (adc) device. The customer received a 'hi' (reading >500 mg/dl) reading and unspecified high readings on the adc device compared to readings obtained on a competitor brand meter. It is unknown whether the customer noted a trend arrow on the device. The customer self-treated with insulin (dose/type unspecified) due to the high readings received on the adc device. Subsequently, the customer experienced a loss of consciousness and was unable to self-treat. Thereafter, the customer's roommate called for an ambulance. Upon arrival of the ambulance, the customer had contact with a healthcare professional (hcp) who obtained an unspecified reading of 37 mg/dl on an hcp meter and took the customer to the hospital. At the hospital, the customer had contact with an hcp who obtained a reading of 8 mg/dl on an hcp meter and provided unspecified treatment. There was no report of death or permanent impairment associated with this event.